Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Axle is broken.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a hmrh tibial component was reported. The event was confirmed via inspection of the returned device. Method and results: device evaluation and results: visual inspection of the returned device indicated that the device was returned fractured. Material analysis (ma) of the returned device noted the following: "figure shows a secondary electron image of the approximate fracture origin (o) associated with the distal end of the hmrs tibial rotating component. The fracture propagated in fatigue as indicated by fatigue striations and stereo-microscope evaluation. Figure shows a secondary electron image of a representative area of the final fracture region (f), as labelled in figure. Microvoid coalescence was observed, indicating final fracture took place due to overload. The secondary electron image in figure shows evidence of minor shrinkage identified in the final fracture region, highlighted as region a in figure. Eds was performed on the fractured device to characterise its material composition. Elemental constituents included cobalt, chromium, molybdenum and silicon which are consistent with cobalt, chromium and molybdenum casting alloy. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the hmrs tibial rotating component in fatigue.". Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to broken device. Visual inspection of the returned device indicated that the device was returned fractured. Material analysis (ma) of the returned device noted the following: "figure shows a secondary electron image of the approximate fracture origin (o) associated with the distal end of the hmrs tibial rotating component. The fracture propagated in fatigue as indicated by fatigue striations and stereo-microscope evaluation. Figure shows a secondary electron image of a representative area of the final fracture region (f), as labelled in figure. Microvoid coalescence was observed, indicating final fracture took place due to overload. The secondary electron image in figure shows evidence of minor shrinkage identified in the final fracture region, highlighted as region a in figure. Eds was performed on the fractured device to characterise its material composition. Elemental constituents included cobalt, chromium, molybdenum and silicon which are consistent with cobalt, chromium and molybdenum casting alloy. Characterisation using stereo microscopy and scanning electron microscopy confirmed fracture of the hmrs tibial rotating component in fatigue.". No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Axle is broken. Update: complete axis fracture with massive instability and the need for complex revision, osteotomy¿.